Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Submitted 09/12/2016 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of training misuse, not product malfunction.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/10/2016: the device was returned to animas and evaluated by product analysis on 09/26/2016 with the following results: black box shows evidence of cs 078 and cs 064 motor errors beginning on (B)(6) 2016. Pump powers with returned battery cap. During investigation both cs 064 and cs 078 motor errors were received when attempting to perform load/step functions. Removed pump case. Evidence of moisture damage inside pump on motor circuit and associated other electrical components including motor flex cable and connector. Load/step and 24hr. Basal program testing fail due to cs 064/078 motor errors. Cs 064/078 motor errors due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.